Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Patient requested to keep hardware.

Event description:
A revision surgery was performed to remove implanted closure tops that were causing the patient pain. No issues were found with the closure tops. The revision surgery was successfully completed with no adverse events or patient injury.